Event description:
Following successful implantation of the i2x70 11fr wallgraft metallic stent, patency issues were suspected with the device. The physician implanted the device to extend a patients' stent graft, but it appeared that blood and contrast continued to flow through the wall of the wallgraft. The physician elected to leave the graft implanted and covered this area with a another graft as he thought that a leak was present in the wallgraft. The procedure outcome and current pt status are unk.